Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter.

Event description:
It was reported that prior to using bd vacutainer® eclipse¿ blood collection needle, there is a foreign object on the needle tip. One needle is affected. No patient impact reported. The following information was provided by the initial reporter: "there is a foreign object on the needle tip before use."

Event description:
It was reported that prior to using bd vacutainer® eclipse¿ blood collection needle, there is a foreign object on the needle tip. One needle is affected. No patient impact reported. The following information was provided by the initial reporter: "there is a foreign object on the needle tip before use."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.